Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement dropped a lot, but it was still out of specs. The high sleep current measurement appears to be due to a problem with the electronics currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm after low battery alert in less than 8 hours. Customer stated that the battery life diminished. Customer was not used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.